Event description:
Same case as MFR report #: 2134265-2011-01356. (B)(6) clinical trial it was reported that following a coronary artery stenting treatment procedure the patient expired. The index procedure treated a 2.3x16mm, 80% stenosed lesion of the r-pda (right posterior descending artery). Treatment consisted of predilation and placement of a 2.25x24mm taxus liberte study stent resulting in 0% residual stenosis. A non-target lesion in the 2nd om (obtuse marginal) was also treated. The 99% stenosed, 2.5x16mm lesion was treated with a 2.5x16mm taxus express2 stent. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2011, the patient presented to the emergency room with diaphoresis and substernal chest pain. ECG showed first degree heart block with 3 to 4mm st elevations in leads 2, 3, and avf (augmented voltage foot). Shortly after arrival the patient became unresponsive and was intubated. Pulseless activity showed on the monitor evolved into ventricular tachycardia. The patient was treated according to advanced cardiac life support protocol, but a code was called and the patient expired. The cause of death listed on the death certificate was cardiopulmonary arrest with an underlying condition of coronary artery disease. An autopsy was not performed.

Manufacturer narrative:
Patient identifier: (B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).